Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer¿s blood glucose (bg) was "high" although specific value not provided. Customer addressed bg level via correction injection via manual insulin injection. Reportedly, the customer reverted to an alternate method of insulin delivery.